Manufacturer narrative:
The lead was returned due to unspecified issue. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial lead was explanted and replaced for an unspecified reason. Patient status was not known.